Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated that the device had normal depletion and met expected longevity.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that several months ago, the patient's device data indicated the device had one and a half years left of battery life. Recently, the device indicated it had reached elective replacement indications. Premature battery depletion is suspected. The device is planned to be replaced with new one. No patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced. Trend data collected indicated that the device had no telemetry.

Event description:
It was reported that several months ago, the patient's device data indicated the device had (B)(6) left of battery life. Recently, the device indicated it had reached elective replacement indications. Premature battery depletion is suspected. The device is planned to be replaced with new one. No patient complications have been reported as a result of this event.

Event description:
It was reported that several months ago, the patient's device data indicated the device had one and a half years left of battery life. Recently, the device indicated it had reached elective replacement indications. Premature battery depletion is suspected. The device is planned to be replaced with new one. No patient complications have been reported as a result of this event. It was later reported that the device was removed and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis indicated that the device had normal depletion and met expected longevity.